Event description:
It was reported that the customer was brought by paramedics to the hospital on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 700mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. It was also reported that the customer had a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to excessive motor axial play. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to prime alarm. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and bleeding lcd glass.